Event description:
Information was received indicating that a smiths medical device was presenting with what the site described as "air mix and volume values". There was no patient present at the time of the event. There were no adverse events reported.